Manufacturer narrative:
The patient passed away on an unreported date in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The day after the peritonitis onset, the patient was hospitalized for the event. The cause of the peritonitis and treatment for the event were not reported. It was reported the patient was recovering from the peritonitis event. On an unreported date, the patient passed away. The cause of the death was not reported and it was not reported if an autopsy was performed. It was reported pd therapy was ongoing; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.